Event description:
Terumo medical corporation received the reported information. When the product was used, the tip was found to be damaged. Upon inspection of the returned sample, the manufacturer observed elongation at the tip.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. When the product was used, the tip was found to be damaged. Findings during cleaning: only the zizai actual product (hereinafter referred to as the actual product) was returned. When water was injected into the actual product for cleaning, there was resistance in injection, and flushing could not be performed normally. When negative pressure was applied to the actual product using a syringe, nothing was discharged. Therefore, the actual product could not be cleaned normally. When the appearance of the actual product was observed, stretching was observed within the range from 1.8 cm to 17.3 cm from the tip. Folding was observed at 0.7 cm, 14.3 cm, and 15.0 cm from the tip. Clogging was observed within the catheter lumen extending 23.3 cm from the tip. Multiple thrombus occlusions were observed in the actual product, ranging from 0.8 cm to 23.3 cm. Thrombus occlusion around 22.3 cm from the tip of the actual product. Dimension measurement: the inner and outer diameters of the actual products were measured to check for the following possibilities. Total length: measured to inspect whether stretching has occurred on the actual product outer diameter: measured to check for any abnormality that may cause deformation of the tube in the catheter result: the total length was outside the standard value of our company due to stretching that occurred in the actual product. Furthermore, the outer diameters at the points 1.8 cm, 5.0 cm, 10.5 cm, 14.5 cm, and 17.3 cm from the tip of the actual product were all outside the standard values of our company. In addition, the distal and proximal outer diameters were within the standard values of our company. For our product zizai, we conduct visual inspections and dimension measurements on a random sampling basis for each manufacturing lot. Additionally, during the manufacturing process, we perform a 100% visual inspection prior to assembly into the holder. Upon reviewing the manufacturing records for the actual product lot "250300800," no abnormalities were found in the results of each inspection, and no abnormalities were identified that could potentially cause deformations such as catheter stretching or folding. When the appearance of the actual product was observed, stretching was observed within the range from 1.8 cm to 17.3 cm from the tip. Folding was observed at 0.7 cm, 14.3 cm, and 15.0 cm from the tip. Clogging was observed within the catheter lumen extending 32 cm from the tip. Upon conducting dimension measurements, the total length deviated from the standard values of our company due to stretching that occurred in the actual product. Furthermore, the outer diameters at the points 1.8 cm, 5.0 cm, 10.5 cm, 14.5 cm, and 17.3 cm from the tip of the actual product were all outside the standard values of our company. In addition, the distal and proximal outer diameters were within the standard values of our company. The inspection of manufacturing records revealed no abnormalities that could potentially cause deformations such as catheter stretching or folding. Based on the above results, it was considered possible that the damage to the tip of the actual product was caused by deformations such as catheter stretching or folding, or by narrowing of the blood vessel. Furthermore, since no abnormalities were found in the manufacturing records, it was considered possible that the catheter stretching and folding observed in the actual product occurred during use after shipment from our company.